Manufacturer narrative:
Devic evaluated by MFR.: a synergy xd mr us 3.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break 20cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while during insertion, the shaft broke. No known patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while during insertion, the shaft broke. No known patient complications were reported.